Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead was attempted to be implanted but not used. The patient was noted to have a subclavian vein malformation and during lead implant, the lead was suspected to have internal fracture while passing through the vein. The lead helix could not be deployed after multiple turns. A new lead was implanted. No patient complications have been reported as a result of this event.